Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A total of 10 retained samples were visually inspected for brittleness, and none failed. Additionally, 30 retained samples underwent visual inspection for damages, and none failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to broken/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube had a blood leakage. A new tube was selected and the draw was completed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube had a blood leakage. A new tube was selected and the draw was completed. No adverse impact was reported regarding the patient or user.